Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth due to concern with the product. Device has been explanted.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth due to concern with the product. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 23feb2024.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth due to concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.